Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported a pump stoppage had occurred, and that the patient¿s lactate dehydrogenase had been elevated. The patient was asymptomatic. The patient continues to be monitored and there have been no further pump stoppage events. No additional information was provided.

Manufacturer narrative:
Thrombus was not confirmed through the evaluation. The reported pump stoppage event was confirmed through the evaluation of the submitted system controller log file; however, a specific cause could not be conclusively determined through this evaluation. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on (B)(6) 2018 that the patient had fluctuating lactate dehydrogenase (ldh) levels below 500 u/l, with therapeutic to supratherapeutic inr. The patient gained approximately 4 pounds of weight and was asymptomatic with no dark colored urine. An echocardiogram was performed on (B)(6) 2018, and the reported cta was not performed. Lasix prn was required once a week for the patient's weight control. Per the account, no changes to the treatment were made. The patient's ldh has trended down below 400 u/l and was continuously monitored. No additional pump stoppages were noted.